Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The air leak test revealed a deep perforation of the bending section cover damaged by cutting, but without metal exposure. After the bending section cover removal, a wire breakage of the bending section inner metal braid was observed. Humidity was found out inside the insertion part unit and inside the body control unit. The venting connector was damaged and mobile. One contact pin of the grip cover unit was found torn and deformed. The master and slave m-plug units were cracked. The universal cord and all cable tube units were noted as kinked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, the endoeye flex 3d deflectable videoscope had a crack in the mantle. No patient harm reported. During the evaluation of the device, it was noted there was a deterioration/crack/visible missing part of the adhesive on the objective lens. This report is to capture the reportable malfunction of the deterioration/crack/visible missing part of the adhesive on the objective lens noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the suggested event was caused by stress from the outside to the distal end of the subject device or chemical attack by chemical solutions. A definitive root cause cannot be identified. In the instructions for use (IFU), the following descriptions are included: "operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." Olympus will continue to monitor the field performance of this device.